Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone that during a cardiac cath procedure, (B)(6) y/o male staff was sprayed in the eye with blood contaminated fluid, when the pressure tubing detached from the tip of the 150 ml syringe. Staff was wearing personal protective equipment, but being positioned at an angle, the fluid sprayed behind the goggles. Staff was taken to the emergency room where the eye was flushed. There has been no reported injury, and the staff member has returned to full duty in the cath lab.